Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device change out procedure, the atrial lead exhibited noise. The noise was programmed around and the lead remained implanted. Post procedure, noise on the atrial lead was still intermittently present, causing pacing inhibition, periodically. No intervention was reported. The patient was asymptomatic.